Event description:
Ans received a report in 2009, that pt was not satisfied with the abdominal placement of their ipg and requested the scs system be explanted. During the explant procedure in 2009, the surgeon observed that a drainage was present at the ipg site. A culture was taken by the physician. Based on f/u info received about 10 days later, the result of the culture tested positive for a staph infection. No add'l info is available. Explanted system was returned to ans for eval.

Manufacturer narrative:
Evaluation codes: method: device history record and sterilization record were reviewed, no anomalies were found. Returned ipg was visually and physically inspected. Results: all records reviewed were found to meet specs, and no anomalies were found. Ipg operated according to specs. Visual inspection of the ipg found no anomalies. Conclusion: the cause of the reported complaint could not be determined from the device eval, or review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.